Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the tip of the sheath is bent, obstructing vascular puncture. The insertion of the puncture sheath was not successful. After removing the guidewire and the puncture sheath, the guidewire was manually kinked and required no further intervention.